Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was missing when it was removed from their body. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump also alarmed lost sensor. Customer declined further troubleshooting. No further details provided.

Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor, found the sensor cannula was retracted to the top of the sensor base; unable to confirm if the customer received the sensor ins said condition due to the sensor was returned opened and used.